Manufacturer narrative:
H3: a software analysis was initiated. Based on the case description and the troubleshooting information provided, "the green nav lock, navigation intermittently stopped tracking and the tracking details displayed 3 blue spheres and 1 red sphere and after resetting patient reference frame spheres and readjusted the camera angle--issue resolved" it was suspected that the camera angle or the sphere might have caused the reported behavior. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740. Product ID: 9735821. H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system proceeded to perform as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during navigation, when switching from the violet to the green nav lock, navigation intermittently stopped tracking and the tracking details displayed 3 blue spheres and 1 red sphere for the patient reference frame. The patient reference frame spheres were reseated and the camera angle was readjusted which resolved the issue. It was noted that the issue could not be replicated. The probable cause of the issue was the camera position and/or patient reference frame sphere. There was no impact on patient outcome and less than an hour of surgical delay.